Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the plaster detached for the connector plate when she sent to the bathroom and when pulling up her pants. No adverse event reported. Customer disposed of the alleged infusion set; no product will be returned.